Event description:
It was reported that during implant of the left ventricular lead, a perforation occurred into the pleural space. The lead was successfully repositioned and at this time; a hemopneumothorax was suspected. On (B)(6) 2014, the hemopneumothorax was confirmed via a computed tomography scan and the physician elected to explant the lead. Prior to explant, capture anomalies were observed. The lv port of the device was plugged. The patient was hospitalized and a chest tube was inserted to treat the hemopneumothorax. The patient made a full recovery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).